Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the body of the right ventricular (rv) lead was damaged and exhibited noise and low impedance measurements. The rv lead was surgically abandoned. No additional adverse patient effects were reported.